Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver was not recognized. A backup instrument of the same kind was used. There was no report of fragment(s) falling inside the patient. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system/instrument was inspected prior to use with no damage observed. No issues were noted with the port placement(s) as well as during set up of the system. The procedure had been in progress for about 20 to 30 minutes then the issue occurred, so the surgeon wanted to convert to laparoscopic procedure. Both instruments with recognition issue were used in the same procedure. The system was not malfunction and the customer did attempt to reset the instrument and / or drape. There was no patient injury/ harm. A backup instrument was available to use, so the procedure was not converted due to a non-functional instrument. The patient did not experience post-operative complications following the surgical procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Although requested, the following information is unknown: how the patient tolerated the procedure, what caused or contributed to the reported event, along with information regarding patient¿s relevant testing, and medical history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of engagement failure be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have dislodged grip cables at the proximal end causing the engagement failure. The probable root cause of this failure is attributed to a component failure. The complaint was confirmed and replicated by failure analysis, which indicated that the device did contribute to the reported event. Additional observations not reported by the site was that the instrument was found to have corrosion on one or more clamping pulleys and bearings in the backend. The root cause of corroded/contaminated instrument clamping pulleys is associated with mishandling/misuse, that most commonly caused by improper cleaning/reprocessing techniques.